Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately four (4) minicap disinfectant caps were leaking. Further description of the event was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.